Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Child. 18015671 thought to be the lot number.

Event description:
The customer reported that one child with recent clabsi had multiple changes to the central line due to leaking of the maxzero. Although requested, no further details have been provided.